Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient was admitted with an acute myocardial infarction. During preparation of a 3.0 x 23 mm multi-link 8 stent delivery system, the stent dislodged from the balloon when the protective sheath was removed. There was no resistance removing the protective sheath. The procedure was completed using a same size non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.